Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures; repeated attempts to obtain further information from the user facility had failed. Thus, the only source of information was the incident description in the ufr which allows a general assessment only. It was reported that the flow measurement failed whereupon the user responded to ventilate the patient manually in which consequence he woke up. A compromised flow measurement affects monitoring only since flow readings are not used for control purposes in gas dosage or ventilation. The device design allows manual ventilation with a built-in breathing bag including dosage of anesthetic gas even in switch-off state - an aspect from which it can be concluded that the flow sensor malfunction cannot be the root cause for the reduced/stopped dosage of volatile anesthetic via the primus workstation. Potential explanations for the reported awareness would be that the vaporizer was turned off after manifestation of the flow measurement error or that the user further ventilated the patient with a manual resuscitator bag without the dosage of anesthetic. Both scenarios would incorporate an inadequate response upon the alarm/error condition, lack of training or knowledge about the working principle of the device may have been contributing factors. All alarms, potential root causes and dedicated remedies are listed in the IFU. The flow sensor has to be replaced. To exclude that other potential issues with the device, exist, it is recommended to have it inspected and tested by trained service personnel.

Event description:
It was reported that flow measurement suddenly failed during a surgical procedure. The user reportedly continued patient support in manual ventilation. As per report, the patient woke up but consequences to the status of health have not occurred.